Event description:
A customer contacted beckman coulter, inc. (Bec) concerning troponin (accutni) qc results of 0.00 ng/ml obtained from access 2 immunoassay system. The customer loaded a new accutni reagent pack and qc results came back within the established ranges. The customer is not questioning any patient results. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The customer ran a system check and the results passed all specifications. The customer confirmed that there are two access 2 systems in the lab, but they are networked together to prevent pack sharing. Service was dispatched for this event and on-site on (B)(6), 2011. The field service engineer (fse) stated that the two access 2 instruments are not networked together via the same pc to prevent pack sharing, but networked on the hospital's network via the lis. The fse stated that he reviewed the reagent inventory printouts for both access 2 systems, and concluded the customer was sharing reagent packs between the two systems. When this occurs, the instrument does not detect that the pack's test count is incorrect. The fse loaded a new reagent pack on the instrument and ran qc. Use error of reagent pack sharing was the root cause of this event. Bec identifier for this complaint is (B)(4).